Event description:
Three pts (all pts of the same surgeon) over a period in april, june, and august 1994, involving 3 lot numbers, exhibited problems (deep wound infections requiring reentry into the hosp.) Dr suspected a product problem (possible nonsterility) since the infection was limited to the area where the mesh was implanted. Cultures show bacteria (streptococcus, staphylococcus, and anaerobic cocci) were found in the infected area. Since jan-sept 1994, 92 pts at hosp received the mesh.